Event description:
A low reading issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to an adc meter and the customer experienced headaches. The customer¿s parents provided unspecified corrective treatment and consequently, the customer¿s glucose increased to 26 mmol/l. The customer was administered an insulin injection (type/dose unknown) by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event. Additionally, sensor scans of 3.08 mmol/l and 5.40 mmol/l were compared to adc meter results of 26.6 mmol/l and 27.80 mmol/l and when the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.